Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A history review is not possible as the serial number was not provided by the complainant.

Event description:
During a PICC insertion, ultrasound unit screen malfunctions, screen jumps and then screen goes black.